Manufacturer narrative:
The reported issue of multiple modules failing led segment display during preventive maintenance was confirmed to be dim segments on all of the returned lvp display board assemblies. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. Each display board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned display board assemblies exhibited dim segments. The risk assessment noted u4 was faulty for its dim segments; a supplier product change notification (pcn-2524) was issued to improve the manufacturing process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there is no patient involvement.

Event description:
It was reported that there were multiple modules that had failed led segment display during preventative maintenance. Display segment failure display board- segment missing there was no patient involvement.